Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the pt underwent an acdf from c3-t1 using rhbmp-2/acs due to cervical spondylotic myelopathy with radiculopathy. The surgery was a revision to a previous acdf. Six months post-op, the pt was diagnosed with a pseudoarthrosis at c7-t1. The pt underwent a posterior revision 9 months post-op due to pseudoarthrosis.

Manufacturer narrative:
Corrected manufacturing site.